Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of battery failed alarm and battery out limit on their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer current blood glucose was 320mg/dl. Troubleshooting was conducted. The customer is being sent battery cap replacement, and was informed to insert new batteries and monitor the device. The customer declined to troubleshoot for high blood glucose levels.